Manufacturer narrative:
Date of event: (B)(6) 2020. Date of this report: 05-mar-2020.

Event description:
The customer reported navigation ring failure. The service technician confirmed the reported issue. The device did not have patient involvement at the time the issue was discovered, therefore, there was no patient or user harm reported. The service technician replaced the front bezel to resolve the reported issue.

Manufacturer narrative:
G4: 16jul2020. B4: 17jul2020. A front bezel was returned for analysis, failure investigation indicated the navigation ring failures were determined to be due to liquid ingress. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.